Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set cannula was bent leading to high blood glucose 526 mg/dl. High blood glucose was treated with correction injection via mdi and changed infusion set. The symptoms were noticed three or more hours after insertion in abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.